Manufacturer narrative:
Manufacturing investigation evaluation: one (1) device (part 488.075 / lot 9795168) was received in the original carton box for evaluation. The part was placed between two (2) sponge supports. A review of the device history records (DHR) showed that there were no issues during the manufacturing of the product that would contribute to this complaint condition. The article is the assembly of three (3) main components: parts 50159009, 50147947, and 50148801. The component responsible for the functionality of the part is article 50159009. The DHR of the lot of the involved component (9643732) was verified: two (2) pieces were scrapped for force test after the welding operation. No manufacturing issue related to the complaint was found. The returned part has been re-inspected for all the features relevant to the complaint condition. The piece is blocked; the functionality of the part is non-conforming. The visual inspection of the pieces identified slight deformation, which probably occurred due to application force. In order to properly investigate the issue, the welding of the cap has been removed (destructive testing approved). The distractor was disassembled and the screw responsible for the movement was measured. The core diameters and the main characteristics of the screw were found to be conforming to specifications. According to the inspection sheet, the functionality of the component (with part number 50159009) was 100% verified during the incoming inspection after the supplier and 100% during final inspection. Moreover, the functionality was re-tested again at 100% during the final control of the assembly per procedure. No anomalies were found after inspection of the parts. In mezzovico, there are two (2) parts of the component (50159009 / lot 9643732) in stock. These components are responsible for the functionality of the piece. The functionality was checked according to the procedures - the components were easily screwed and unscrewed moving freely along the screw. No anomalies found. Based upon the inspection of the part, no conclusions could be drawn since the parts were not measurable at the point where the components were blocked. The functionality of the part was tested three (3) times at 100% before release. The complaint is confirmed since the part is blocked, but the complaint is not valid as no evidence of a manufacturing related issue could be found. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Manufacturing location: (B)(4). Manufacturing date: january 13, 2016. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported a new distractor was received. The device was opened and tried, but when the surgeon tried to activate the whole range of distraction, it got stuck in the threads and was not able to be moved forward or back. This was tried on a plastic model; there was no patient involvement. This is report 1 of 1 for (B)(4).